Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported by affiliate via complaint submission tool that the micro qa+ #3/0 oc v4. Anchor (+ suture) separated from inserter. The complaint device is not being returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, the anchor was found detached form the shaft inserter, but is held in place by suture. The complaint reported was confirmed. The photo do not provide enough evidence to determine root cause. The possible root cause for the reported failure can be attributed to the poor bone quality or excessive force applied during tensioning. This cannot be conclusive determined.   A manufacturing record evaluation was performed for the finished device lot number 6l56990, and no non-conformances related to the reported complaint condition were identified   at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool that the micro qa+ #3/0 oc v4. Anchor (+ suture) separated from inserter. No delay. No patient consequences. The device is available for evaluation.